Event description:
During the coil embolization procedure, the presidio 10 cerecyte microcoil 7mmx30cm (B)(4) could not be detached with the enpower detachment control cable (ecb00018200/f76946). After 4 trials, the physician managed to detach the coil manually. The coil is correctly implanted, but the same detachment box was not used with the next device. The pre-use test was performed per labeling instructions, and the cable was connected correctly to the dpu and detachment control box. All the devices were used per labeling instructions, and the products will be returned for analysis. The procedure was completed without any patient injury, and no further information is available.

Manufacturer narrative:
The coil could not be detached. After 4 trials, the physician managed to detach the coil manually. The coil is correctly implanted. During the coil embolization procedure, the presidio 10 cerecyte microcoil 7mmx30cm (pc410073030/lot unk) could not be detached with the enpower detachment control cable (ecb00018200/f76946). After 4 trials, the physician managed to detach the coil manually. The end result was that the coil was correctly implanted. The same detachment box was not used with the next device. The pre-use test was performed per labeling instructions, and the cable was connected correctly to the dpu and detachment control box. All the devices were used per labeling instructions. The procedure was completed without any patient injury, and no further information is available. The coil system is not available for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Without the return of the device no conclusion can be made regarding root cause of the reported coil detachment difficulties. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.